Event description:
The customer reported falsely decreased calcium generated from alinity c processing module and provided the following data: on (B)(6) 2026, sample ID (B)(6) initial result was 5.8 and repeat result was 9.1 (customer reference range is 8.7 - 10.7 mg/ dl) patient information: 85-year-old male. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.